Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product was not clearly labeled as it contains latex. It was further reported that it was folded in writing only under the glued/closure area and that it should have a visible upside down triangle with latex written on it.

Event description:
It was reported that the product was not clearly labeled as containing latex. It was further reported that it was folded in writing only under the glued or closure area and that it should have a visible upside down triangle with latex written on it.

Manufacturer narrative:
Upon further review, bd has determined that this complaint was opened due to customer preference for informational purposes only and not due to an alleged deficiency against a bard device. Hence this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.